Event description:
It was reported the patient felt the stimulation was turning off. The patient reported similar problems with their previous device. The patient has to use the programmer to turn the device back on. The patient was going to keep a diary of the exact times he feels the device turns off and what is occurring at that time. There was no known pattern or location that seemed to cause the episodes. The patient remained at home in good condition. The patient's physician did not feel the events were due to the device. The hcp suspected it may be a problem with the patient's ability to operate the stimulation system appropriately. Additional information received indicated the patient data (diary) and a parameter trend report from the device were analyzed for possible causes of the issue. The data showed the ins output spontaneously turning off was highly unlikely as the cause. Patient error in using the programmer was also fairly unlikely and may have contributed but would not account for the majority of the events in the diary. Two other possible causes were positional changes affecting an intermittent lead/extension electrical short/open and positional changes altering the electrode effectively. Troubleshooting these possible causes was being considered. See MFR report #3004209178200805236 for previous event.